Event description:
Several EKG stickers used in nuclear medicine have missing plastic nipple that allows for clipping to EKG. Accusensor diagnostic radiotranslucent ECG electrode lynn medical p-50 60 electrodes, lot# 212368. Staff have been experiencing this for one month but just escalated it. Pictures embedded in this report.